Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. The field service engineer confirmed the technical error codes in the device logs on august 10 and 27 2020. The expiratory channel printed circuit board (pcb) was replaced as a precaution according to the recommendations in the service manual and returned for investigation. The ventilator is in use as of february 10, 2021 and no further problems have been reported. The evaluation of received device logs confirms the reported technical error codes on aug 10 and aug 27, apparently during ventilation. The date of event will be adjusted to aug 10. The returned expiratory channel pcb was installed in the reference ventilator. Four pre-use checks passed and simulated use test ventilation ran successfully for five days. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion is that the field service engineer replaced the expiratory channel pcb which resolved the problem. The reported technical error codes were confirmed in the received device logs but not reproduced during laboratory tests. The returned expiratory channel pcb worked according to its specifications during the investigation.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that the ventilator generated technical error codes indicating a communication error and disabled valves. There was no patient harm. Manufacturer's ref #: 360065.